Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage. The s-curve height was measured to be within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead had dislodged repeatedly and could not be placed. The lead dislodgement was confirmed by fluoroscopy. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.